Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart leaving pieces inside. She began to feel sick with fevers, abdominal pain, nausea, vaginal discharge and odor. She alleged she had these symptoms for three days and attempted to self treat. She then checked for pieces of tampon and removed a piece of tampon from inside her. The next day she went to the ER and was diagnosed with bacterial vaginitis, a yeast infection and urinary tract infection. She was treated with unspecified antibiotics and developed an allergic reaction to the antibiotics along with thrush in her mouth. She then was prescribed two rounds of over the counter monistat cream to cure her yeast infection. She reported she was doing much better and her symptoms resolved.